Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed. Only month and year known, it is assumed first day of the month. Additional information was requested and the following was obtained: what were the indications for surgery in the original procedure? No information. And the procedure is ileocecal resection. What were the indication for the endoscopy after one week post op? Blood feces. Could you please provide the hematocrit levels pre-op and post-op? No information from the hospital. Was the patient receiving any anticoagulants? Yes. Dr. Said the one of the causes of the post-ope bleeding might be the anticoagulants. Was a blood transfusion given? If so, how many units? No. Did the patient have bowel movements prior to identification of the post-op bleeding? No. How was the bleeding identified and addressed? By the endoscopy. And the bleeding was stopped by clipping by the endoscopy. What is the current patient status? The patient was discharged. The hospital stay prolonged.

Event description:
It was reported that in (B)(6) 2017, after one week from a right hemicolectomy, bleeding occurred from the anastomosis site of feea. The staple height was blue and gold at the 1st and 2nd firings. According to the doctor, the anastomosis site was reinforced by additional hand suture during the operation. No device will be returning.